Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that, the patient experienced issue with 2 infusion sets. The events occurred on 14-jun-2024. The issue was mentioned as she couldn't get the insulin to come out of the tubing when she tried to push the plunger to try to get the insulin. No further information available.